Event description:
A volume discrepancy was noted during a clinic for a routine pump refill. The pump contained 5-6 mls less than expected. The patient continued to have back pain, adequately controlled with the current medications. The pump was refilled and a follow up visit was rescheduled. At the follow up visit, the expected reservoir volume was 25.7 ml. The actual reservoir volume was 20 ml. The patient denied oversedation, change in mental status, or change in pain control. The rotor turned the expected amount at a rotor study. Multiple motor stalls with recoveries were noted in the event logs of the pump. The cause of the stalls was unknown. The patient was seen approximately a month later, and another volume discrepancy was noted. The actual reservoir volume was less than the expected volume. The pump was used to deliver morphine and bupivacaine. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.